Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 189 mg/dl. The customer stated that he had gone to change the battery after receiving a low battery alert, but he found that the battery was stuck. He stated that when he tried to put in a new battery, the insulin pump would not turn on. He also observed that there was corrosion all over the battery and inside the battery compartment. He noted that when he tried to remove the battery, he heard crackling noises like dried liquid. He also reported that there was a crack on the device right above the right corner of the insulin pump. The contacts on the battery cap and the spring inside the battery cap were also said to be damaged. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The displacement test could not be performed due to the blank display. No battery cap damage could be verified because the insulin pump was returned without the original battery cap. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube and a missing end cap sticker.